Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer obtained unspecified low sensor scans and was treated with orange juice, bread, and sugar, by spouse based on the scans. The customer started to have a headache and feel weak and sweaty. The spouse called a healthcare provider for advice and then administered insulin (dose/type unknown) per the doctor's instruction. There was no report of death or permanent injury associated with this event. Sensor readings of 39 mg/dl, 39, mg/dl, and 41 mg/dl were compared against built-in readings of 365 mg/dl, 376 mg/dl, and 426 mg/dl, the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.